Event description:
Healthcare professional (hcp) reports five incidents of blood leaks with the psn 140 dialyzer. In all incidents, blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was verified visually in the dialysate and with positive hemastix. Blood was not returned to the patient with an estimated blood loss of 200 cc per incident. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.